Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator passed 171 hours of extended tests at the customer's settings. The ventilator passed bench testing, the initial alarm volume test, and the initial final test which measures the ptvs ability to correctly measure exhaled volume (vte) at many different volume settings. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the nurse was setting up the ventilator for a patient and was unable to change the peep. The ventilator had to be turned off and turned back on in order to adjust the peep on the ventilator. This issue was discovered during set up, therefore there was no patient involvement.